Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer's blood glucose level was 106 mg/dl. Customer reverted to an alternate method of insulin therapy.